Event description:
It was reported that pump malfunction occurred after pump fell from height of about 2 meters and displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, placed pump into storage mode, and agreed to return it using prepaid label, while technical support confirmed shipping details, advised customer to reenter pump settings and reconnect continuous glucose monitor, and arranged replacement pump under warranty.